Event description:
During a lap gastric bypass procedure, after a minute or two of use, the generator kept giving instrument error codes. Twice reporter attempted to retighten instrument on the handpiece. One of those time reporter even completely unscrewed the shear and then reattached it to the handpiece. Error codes persisted so reporter replaced the long shear with a regular length shear to complete the case. No patient consequence.